Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2013. According to the complainant, the stent was implanted to treat a 1 cm non-malignant stricture in the distal common bile duct. Reportedly, the patient¿s anatomy was tortuous. On (B)(6) 2014, during a scheduled (ercp) with stent removal procedure, the physician noted that the retrieval loop of the stent fractured and dislodged in the patient. The dislodged wire was retrieved and the stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent broken. Aa visual examination of the returned device noted that only the deployed stent was returned for analysis. It was noted that the wires at the retrieval loop end of the stent were broken. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. This device is contraindicated for placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown. This device was used for treatment of a non-malignant biliary stenosis. In addition the wallflex biliary rx fully covered stent should not be moved or removed after completion of the initial stent placement procedure. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.